Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return h3 other text : pending investigation.

Event description:
Brush heads sometimes come loose while brushing- oral b power care [device connection issue]. Case narrative: consumer via email stated that brush heads sometimes come loose while brushing. No injury was reported. Follow up: 05-mar-2026 investigation has been started which are pending. Suspect product was updated. No injury was reported.

Event description:
Brush heads sometimes come loose while brushing- oral b power care [device connection issue]. Case narrative: consumer via email stated that brush heads sometimes come loose while brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
03-apr-2026 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush heads sometimes come loose while brushing- oral b power care [device connection issue] . Case narrative: consumer via email stated that brush heads sometimes come loose while brushing. No injury was reported. Follow up: 05-mar-2026 investigation has been started which are pending. Suspect product was updated. No injury was reported. Follow up received on 03-apr-2026: product investigation results: conclusion code: other (no manufacturing cause and no design issue identified based on investigation). No injury was reported.